Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product has cracks on the rubber on the underside. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that device had cracks on the rubber on the underside. Investigation of the service history of this device shows that this device has not been in for service yet. Visual and functional testing was performed. The complaint was not duplicated. According to the repair notes was the downstream occlusion (dso) seal exchanged but it could not be determined whether the dso seal has a crack.